Manufacturer narrative:
If implanted; give date: n/a (not applicable). The cartridge is not an implantable device. If explanted; give date: n/a (not applicable). The cartridge is not an implantable device; therefore, not explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the platinum cartridge 1mtec30, lot cd08721, appeared deformed and a piece of plastic from the cartridge tip broke off and fell into the patient's left eye (os) as the lens was being inserted. The surgeon removed the plastic without damaging the lens. Lens remains implanted and no surgical intervention required. Patient is doing fine post-operatively. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 4/9/2019. Device returned to manufacturer: yes. Device evaluation: the complaint product was received in a plastic bag. Sixteen cartridges were received. Only one out of the sixteen cartridges were received used and out of tray. The other fifteen were in its original trays and they were unopened. Visual inspection at microscope magnification was performed: all the cartridges were inspected, and no damaged/defect were observed on the unopened cartridges. Lubricant material residues were observed in the used cartridge. Cartridge tip crack and tip deformed were observed in the open cartridge. The reported issues were verified; however, due to the conditions in which the sample returned it is no possible to determine that the reported issue is related to the manufacturing process. Although the reported complaint was verified, based on the analysis product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Historical data analysis: a search of complaints revealed three additional investigation requests have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.